Event description:
Ous MDR - it was reported that after an implant duration of 23 months the shock impedance on this lead was increased and out of range. Some vf episodes without inappropriate shock delivery were also observed. No adverse patient side effects were reported. The lead and the ICD were explanted and not replaced.

Manufacturer narrative:
The analysis of the lead demonstrated a damaged insulation at a distance of some 39.5 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The conductor cable to the rv shock coil was found fractured. The conductor fracture can be considered as the root cause for the observed high impedance measurements as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. The cuttings in the insulation occurred most likely during the surger. The analysis did not reveal any sign of a material or manufacturing problem.